Event description:
The following has been reported: force sensor error 22. After calibration, still error. After reconfigured the board, error still remain. Once replace another cpu board, the problem is solved reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. The internal CAPA is noted but this device is not impacted. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the cpu board has been replaced, that solved the issue. The cpu board sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Following visual inspection, cross-tests were performed, and the reported event was reproduced. The calibration stored on the cpu board is not correct. However, according to the information provided, the error was already present before this new calibration. This error may be due to incorrect handling, but without the device we will not be able to confirm this and find the source of the problem. Therefore, the reported event is confirmed and the root cause is likely due to mishandling calibration according to provided information. Please be informed that an internal CAPA was opened for error 22. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.